Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 638 mg/dl. To address elevated bg, a bolus was delivered and supplies were changed. The suspected reason for elevated bg was that settings possibly needed adjustment. Reportedly, the customer made an appointment to consult with their health care professional for settings adjustments.